Manufacturer narrative:
A visual, dimensional, and functional inspection were performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance and damages noted by return analysis. In this case, it is possible that an interaction with the patient¿s moderately calcified and moderately tortuous anatomy during advancement may have contributed to the reported failure to advance. Manipulation of the device during its interaction with the anatomy may have resulted in the bent / twisted / bunched inner member, outer member and hypotube noted by return analysis. Additionally, interaction between the device and the lesions calcification may have resulted in the noted tear and leak in the outer member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the xience alpine des 2.75x33 rx did not cross the lesion for an unspecified reason in the right coronary artery for this patient. The patient was treated with another stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Device analysis noted: [fluid was observed coming out from a longitudinal tear on the outer member 4.5mm proximal to the guide wire exit notch for a length of approximately 2mm]. No additional information was provided.